Event description:
It was reported that this right ventricular (rv) lead was switched to unipolar sensing four months ago and there was myopotential noise noticed as well as loss of capture (loc) seen on the egm. The lead pace impedance measurements were also noted to be high out of range. A lead fracture was suspected. This rv lead remains in service. No adverse patient effects were reported.